Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bra fat/upper flank area using the cooladvantage system applicators, who may have developed paradoxical hyperplasia (ph) after treatment. Treatment reported as "kybella ... To help break it up."

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a b5 d1 d4 g1 h6.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper abdomen and may have developed paradoxical adipose hyperplasia.